Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional via regulatory agency reported capsular contracture, baker grade IV, "very hard, deformed and painful to touch". This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h6.

Event description:
Healthcare professional via regulatory agency reported capsular contracture, baker grade IV, "very hard, deformed and painful to touch". This record is for left side. Device has been explanted.